Event description:
The lead was explanted due to a report of insulation failure. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet. Intravascular counter traction, sheath(s), laser. No complications.